Event description:
A physician reported that the aspiration failure occurred of probe during the surgery. The surgery was completed on same day by replacing the product. The surgery type was unknown. The product was no contacted with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).